Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their sensor. The customer states they broke their sensor serter and the tip of their sensor. The customer's blood glucose level at the time of incident was 130mg/dl. The customer states the hub assembly is inside the serter. Troubleshoot was conducted. The customer was advised the sensor and serter would be replaced and returned for analysis.